Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossing. A technical support specialist (tss) identified that the device had not been marked as a profile station after it was swapped. Upon reviewing the dispensing device snapshot for lhuterdpxs, it was verified that the station had previously been configured as a profile station but was found to be unchecked in pes on (B)(6) 2026 at 12:50:05 (local time). The tss updated the station configuration in pes and marked the station as a profile station. The customer subsequently confirmed that patient orders were visible. The station was monitored for several days, and the customer confirmed that the issue was resolved with no further occurrences. The customer approved closure of the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all patient orders were not showing, although the patient profiles were visible. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.